Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my coils removed (B)(6)'), loss of consciousness ('migraines made her black out'), menorrhagia ('not just a regular period but bleeding that would soak through a tampon, a pad and onto her clothes, sensation of a gush') and pain ('pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state since 2010 and uterine malposition. In 2010, the patient had essure inserted. In 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), general physical health deterioration ("health began to deteriorate"), uterine cervical pain ("felt sharp pains in her cervix") and migraine ("migraines"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced menorrhagia (seriousness criterion medically significant) and depression ("depressed") with fatigue, feeling abnormal and asthenia and experienced pain (seriousness criterion medically significant) and allergy to metals ("hypersensitivity to nickel"). Essure was removed. At the time of the report, the medical device removal, loss of consciousness, general physical health deterioration and allergy to metals outcome was unknown, the uterine cervical pain, migraine and depression outcome was unknown, the menorrhagia had not resolved and the pain had not resolved. The reporter considered allergy to metals, depression, general physical health deterioration, loss of consciousness, medical device removal, menorrhagia, migraine, pain and uterine cervical pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media content received : reporters added. Events added- medical device removal added. Concomitant condition "tilted uterus" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('not just a regular period but bleeding that would soak through a tampon, a pad and onto her clothes, sensation of a gush') and loss of consciousness ('migraines made her black out') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included postpartum state since 2010 and uterine malposition. In 2010, the patient had essure inserted. In 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), general physical health deterioration ("health began to deteriorate"), uterine cervical pain ("felt sharp pains in her cervix") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain") and allergy to metals ("hypersensitivity to nickel") and experienced depression ("depressed") with fatigue, feeling abnormal and asthenia. The patient was treated with surgery (essure removed on march 24). Essure treatment was not changed. At the time of the report, the menorrhagia and pain had not resolved, the loss of consciousness, general physical health deterioration, uterine cervical pain and allergy to metals outcome was unknown and the migraine and depression outcome was unknown. The reporter considered allergy to metals, depression, general physical health deterioration, loss of consciousness, menorrhagia, migraine, pain and uterine cervical pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('not just a regular period but bleeding that would soak through a tampon, a pad and onto her clothes, sensation of a gush') and loss of consciousness ('migraines made her black out') in a 21-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and ectopic pregnancy. Concurrent conditions included postpartum state since 2010 and uterine malposition. In 2010, the patient had essure inserted. In 2010, the patient experienced loss of consciousness (seriousness criterion medically significant), general physical health deterioration ("health began to deteriorate"), uterine cervical pain ("felt sharp pains in her cervix") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), allergy to metals ("hypersensitivity to nickel") and dysmenorrhoea ("painful periods") and experienced depression ("depressed") with fatigue, feeling abnormal and asthenia. The patient was treated with surgery (essure removed on march 24, coil removed. Hysto). Essure treatment was not changed. At the time of the report, the menorrhagia and pelvic pain had not resolved, the loss of consciousness, general physical health deterioration, uterine cervical pain, allergy to metals and dysmenorrhoea outcome was unknown and the migraine and depression outcome was unknown. The reporter considered allergy to metals, depression, dysmenorrhoea, general physical health deterioration, loss of consciousness, menorrhagia, migraine, pelvic pain and uterine cervical pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new events were added: painful periods and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.